Event description:
The initial reporter called in stating that the surgical table in the equipment room is leaking hydralic fluid. In addition, the foot lock came off and was covered in hydralic fluid. The initial reporter found the issue while prepping the room, no patients were present. There were no adverse consequences as a result of this malfunction.

Manufacturer narrative:
There is no established expiration date for this device. Device was evaluated in the field on july 29, 2009. Evaluation summary: likely cause is a faulty floor lock foot cylinder. This resulted in a leak of hydraulic fluid. The leak was identified prior to use of the device. There were no patients involved and no adverse consequences occurred as a result of this malfunction. This is not a single-use device.